Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient returned to the hospital on (B)(6) 2018 for yet another surgery. All impacts were removed from the left knee. Multiple specimens were sent to the lab. A cement spacer was placed in the void created by implant removal. Patient may face a challenging decision as to next procedure. Surgeon mentioned possibility of aka. Doi: (B)(6) 2015; (B)(6) 2018, insert only; dor: (B)(6) 2018; left knee.